Event description:
The reporter stated that they did back to back blood glucose, using separate fingersticks. Their results were 228 and 430 mg/dl. They did not have any symptoms. Control testing was not done due to lack of proper supplies. On followup, the reporter stated that following a recent illness and medication, their meter was readings higher than normal when they felt fine. They were using sspro test strips given to them by the hosp. Performed control solution test which failed 131 (86-128). A retest using new consumer strips had results in range, 123 (98-147). No harm was alleged.